Event description:
Surgeon reported that corneal opacity was seen in many cases, two to three months post lasik surgery. Surgeon stated that this was not related to dlk (diffuse lamellar keratitis). Increased usage of steroids was reported, with regards to the medical action taken to mitigate reported issue. Upon further follow up, case details were provided for one patient. This report references the right eye of that patient. Manufacturer report # 3003288808-2012-00218 reference the left eye, of the same patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).